Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer also reported a constant tone on the insulin pump. It was also found the insulin pump's screen was nearly blank. The customer's blood glucose was 499 mg/dl. Customer has been treated for their blood glucose. The customer stated the insulin pump was exposed to moisture. Customer was sprayed with a hose while connected to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, moisture damage was found on the lcd board. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked case near display window corners, cracked on display window, minor scratches on display window, and missing end cap sticker noted.